Event description:
It was reported that this right ventricular (rv) lead possible loss of capture (loc). Technical services (ts) was consulted and explained an intrinsic beat lined up with atrial pacing and was blanked. The device remains in service. No additional adverse patient effects were reported.